Manufacturer narrative:
The device was manufactured april 24, 2017 ¿ april 25, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling with fluorouracil and dextrose. The occurred when the device had been filled with over 60ml of solution. There was no patient involvement. No additional information is available.